Event description:
It was reported that the implant broke in half at the hinge prior to insertion. It was reported that a second implant was used to complete the case. The surgical delay was less then five minutes.

Manufacturer narrative:
The reported event could not be confirmed. The failure mode (intraoperative breakage) could not be attributed to a certain root cause, because the device was not returned. The related DHR showed that the device has been manufactured according to the specification. The device is very thin and overall a lightweight construction. According to the related design risks analysis these are possible root causes for the reported failure: 1. Or team inexperienced with medpor implants, insufficient education or instruction; 2. Too much force. Since the second implant worked as intended most likely too much forces acted on the implant and resulted in the breakage. According to the sales rep the implant had been used for a plastic surgery of the face/nose, where no load bearing appears. During the statistical investigation no indication was found for any systematic, material or manufacturing related issue. Device was not returned.

Event description:
It was reported that the implant broke in half at the hinge prior to insertion. It was reported that a second implant was used to complete the case. The surgical delay was less then five minutes.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.